Event description:
It was reported the analyzer need repair. The analyzer does not work in two other programmers. The analyzer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the analyzer will not communicate with the programmer. With a known good analyzer the programmer functions as required when analyzer software is accessed. Analyzer found out of specification on cross pacing - atrial ring ventricular pace functional test. Concomitant product: r2067 radio frequency head. (B)(4).